Manufacturer narrative:
(B)(6).

Event description:
Note: this report pertains to the second of two devices that were used during the same procedure. Refer to associated manufacturer report #3005099803-2011-00484.it was reported to boston scientific corporation that during an anterior repair using an uphold vaginal support system, the "dilator [tube] wouldn't come all the way through the tissue and broke." Reportedly, the dilator did not fall loose into the patient cavity, and instead was "held in place with a clamp" after it had detached. The physician reportedly removed this device from the patient and completed the procedure with a third uphold vaginal support system with no complications to the patient, who is reportedly "fine" post-procedure.